Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported low sodium (na) patient results were generated on the au680 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.

Manufacturer narrative:
A beckman coulter (bec) customer technical support (cts) assisted the customer with troubleshooting. Cts guided the customer to perform ise (ion-selective electrode) diagnostic tests, and replaced all ise electrodes (sodium (na), potassium (k), and chloride (cl) electrodes). After troubleshooting performed with cts, the customer indicated the issue recurred the next day. Bec field service engineer (fse) was dispatched and evaluated the device. The fse evaluated the instrument and incidentally replaced the ise buffer valves, cleaned the ise module as part of troubleshooting and verified the instrument performance. The failure mode is unknown. There is not enough information to indicate the system has malfunctioned. Although multiple hardware components were replaced during troubleshooting, further investigation indicates that it is unlikely that all three electrodes simultaneously failed. It is most likely that during the replacement of the electrodes, and the troubleshooting process, the electrode wire connections, which can affect precision on all analytes, may have gotten adjusted, and corrected the issue. Beckman coulter would like to clarify that this event was determined not to be a reportable event. Beckman coulter internal identifier is case (B)(4). A2, a3, a4, a5: patient demographic information was not provided. Patient data was not provided.